Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images and medical records were not provided. The investigation is inconclusive for filter limb perforation of the ivc wall and filter limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism . At some time post filter deployment, it was alleged that the filter detached and the struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pain due to the metal pieces being embedded in the right kidney; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately fifteen years and three months later, computed tomography (CT) revealed that there was a metallic vena cava filter device present with the apex of the device at the anatomic level of the inferior l2 vertebral body level with the caudal aspect extending to the lower l3 level. The apex was within the inferior vena cava which appears very narrowed and apparently stenotic. It may be occluded. There are limbs which extend out of the vena cava posteriorly, posteriorly medially. There was one limb which extends along the posterior aspect of the aorta, one limb which appears to extend to the wall of the aorta on the right probably close to the intima. An additional limb extends along the anterior aspect of the aorta and additional lead extends along the anterior aspect of the l3 vertebral body. There are two broken metallic wire limbs which extend into the right kidney, embedded in the lower pole cortex. Therefore, the investigation is confirmed for filter limb detachment and perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached and the struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pain due to the metal pieces being embedded in the right kidney; however, the current status of the patient is unknown.